Event description:
It was reported that the child swallowed the coil. The mother had to call the emergency doctor. There was danger of asphyxiation. Now, the patient is doing fine. There was no internal permanent injury reported. The patient has a cornelia-de-lange syndrome; she has a deformation and the coil stuck on the top of her palate. Further the patient has development issues.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When the device is available or further investigation is performed, an analysis will be submitted as a follow up report.